Event description:
As the physician was finishing the case and was removing the trocars, his pa noticed something inside the abdomen. The item was retrieved and it was determined that it was probably something that fell into the abdomen from an instrument. After investigating, staff determined that it was from the endo catch specimen retrieval pouch. Staff actually broke the endo catch in half to find something that resembled the piece that was found.